Event description:
It was reported that during a laparoscopic cholecystectomy procedure, they fired the last clip, the device locked out and they could not get it open. It is unknown how it was removed from tissue. No tissue trauma was reported. No impact to the patient was reported. The device is with risk management and it is unknown if it will be released.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.(B)(4)